Event description:
It was reported that when infusing high dose methotrexate intended to infuse over 23.5 hours, the infusions have one (1) to three (3) hours of volume left over at the end of 23.5 hours. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when infusing high dose methotrexate intended to infuse over 23.5 hours, the infusions have one (1) to three (3) hours of volume left over at the end of 23.5 hours. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.